Manufacturer narrative:
No product was returned for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of questionable inr results for 1 patient tested with a coaguchek xs pst meter. At 12:37 pm, the patient had a meter result of 5.9 inr, while at 12:39 pm, the patient had a meter result of 3.9 inr. The patient¿s therapeutic range was 2.5 - 3.5 inr.

Manufacturer narrative:
The coaguchek xs pst meter serial number was (B)(6). The test strips were requested for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is consumer.